Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the tortuous, totally occluded right coronary artery (rca). The lesion was predilated. While trying to get around a proximal curve, the 3.00 x 20 mm liberte bare metal stent would not pass the bend. The physician tried to remove the stent delivery system (sds) and felt resistance and the liberte stent dislodged. When everything was removed, the dislodged liberte stent was found on the wire. No additional patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.